Event description:
The advocate stated the customer tested her blood glucose using her 2 contour meters and rec'd readings of 57 and 385 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.

Manufacturer narrative:
Since the customer was unable to provide the meter model number, it's not possible to determine the MFR date or 510k number.